Event description:
It was reported that the customer was hospitalized due to an elevated blood glucose (bg) level of 1200 mg/dl and was discharged on (B)(6) 2024. Cause of bg level was not known. Customer declined troubleshooting with tandem technical support and declined to provide further information.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned